Manufacturer narrative:
Initial information received on (B)(6) 2015 about a hip revision surgery planned for (B)(6) 2016, but the case has not been considered relevant for USA since the products were unknown. Only on (B)(6) 2016, three days before the revision surgery, we received the information concerning the case, including the product involved. At that time, the case was considered relevant for USA and so (B)(6) 2016 is consider the awareness date for this case. On 23 january 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of tha (femoral side only was revised, as far as we know) less than 3 years after primary implantation. Stem presents marked radiolucency both medially and laterally, of unknown origin, osteolysis could be suspected but there is no report in this sense after revision surgery. A pronounced cavity is visible cranially to the cup, but there is no mention about that in the report. Root cause cannot be determined. Batch review performed on 09 february 2016. (B)(4). On 10 february 2016 it was prepared a final report with the information submitted in this report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
Revision because of stem loosening. The stem was from the beginning not correctly osseointegrated. No suspicion of infection. The removed implants will be not received back.